Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was inspected and found cuts and scratches on the insertion tube. A full device refurbishment was performed. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the device. There is a leak near the light source. There was no patient involvement. No additional information was provided.